Event description:
Health professional reported that a lap-band device was explanted due to an alleged leak. The pt "had a fill" and the surgeon noted the volume should have been "more than what was "found." A fluoroscopy was performed and a "leak" was "visible" in the "tubing." Follow up findings: health professional reported the "pt gained weight." A new port was implanted. The reporter did not know the port type or serial number.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Allergan has received the product however the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter had no further info regarding the device type or serial number. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Inadequate weight loss is address in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band wound not be appropriate."